Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cannula was used in the pancreatic duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while doing rapid exchange, the physician purposefully tore through the tip of the cannula, which caused the radiopaque (ro) marker to dislodge in the pancreas. The physician made multiple attempts to retrieve the ro marker with several different devices during the same procedure, and was not able to retrieve the ro marker. A stent was placed to facilitate passing of the ro marker. The patient experienced mild pancreatitis and was hospitalized. In the physician¿s opinion, the action of multiple attempts to retrieve the ro marker may have been a contributing factor to the development of pancreatitis. Reportedly, it was noted that prior to this procedure the physician¿s intention was to check the patient¿s pancreas because the patient had ¿sphincter of oddi dysfunction and increased pancreatic enzyme counts.¿

Manufacturer narrative:
A visual examination found that the guidewire lumen was torn from the distal end splitting the guidewire channel through the tip. A remnant of the torn lumen was seen attached at the distal end. The radiopaque (ro) marker was detached from the guidewire lumen and was not returned. An examination of the working length found witness marks indicating the ro marker had been placed inside the lumen during manufacturing. The working length was also found twisted. The investigation concluded that steps outlined in the supplied directions for use were not followed. Therefore, the most probable root cause of "user/ use error" is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed, and the information available suggests that the device may not have been used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an rx cannula was used in the pancreatic duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while doing rapid exchange, the physician purposefully tore through the tip of the cannula, which caused the radiopaque (ro) marker to dislodge in the pancreas. The physician made multiple attempts to retrieve the ro marker with several different devices during the same procedure, and was not able to retrieve the ro marker. A stent was placed to facilitate passing of the ro marker. The patient experienced mild pancreatitis and was hospitalized. In the physician¿s opinion, the action of multiple attempts to retrieve the ro marker may have been a contributing factor to the development of pancreatitis. Reportedly, it was noted that prior to this procedure the physician¿s intention was to check the patient¿s pancreas because the patient had ¿sphincter of oddi dysfunction and increased pancreatic enzyme counts¿.